Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the louver tube end was slightly bent, which was noted to not affect functionality. The representative then reported that the left docking pin on the x-stage cover was damaged, resulting in the gantry being unable to fully extend in the y-direction. To restore functionality, the caster mounting plate, x-stage cover and docking plate were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-stage cover on the imaging system was bent. It was noted that the imaging system gantry experienced difficulties invalidating home. There was no patient present when this issue was identified. No additional information was provided.